Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed the following tests: displacement test, active current measurement, sleep current measurement, and self test. Successfully download traces and history files using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, on adapt: pump error 23 was recorded on 07/09/2024 at 01:33:04.000 hour; three consecutive failed batt test alarms (58) were recorded on 07/09/2024 at 01:20:24.000 hour through 01:22:23.000 hour; power loss alarm (6) was recorded on 07/09/2024 at 01:33:24.000 hour through 01:33:32.000 hour; and low battery alert (104) was recorded on 07/09/2024 at 01:17:01.000 hour. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unit was received with the following: pillowing keypad overlay and scratched case in summary, customer concern for pump error 23 was confirmed. Customer concern for unexpected battery power loss, failed batt test, and charge/battery lasts less than expected were not confirmed as unit passed all testing within spec. No unexpected battery related alarms noted during testing or in download history files. Unable to confirm battery cap contact missing/damaged as unit was received without original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, pump error 23, failed battery test, charge/battery lasts less than expected, battery cap contact was missing/damaged, sensor updating/sg not available. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. The customer reported receiving a power loss alarm. The customer was able to clear all alarms. The alarm didn't recur after inserting a new battery, or recurring alarms were not identified in the alarm history. The customer reported receiving a pump error. The customer was able to clear the error and fill the cannula delivery test successfully. The error table did not indicate that the pump should be replaced, and the pump passed a the self-test. The customer was not using the quick bolus speed feature on an impacted pump. The customer reported a short battery life or a low battery alarm. Battery lasted more than a week. Explained that this is expected behavior. The customer requested a spare battery cap. The customer reports receiving a sensor updating/sg value not available alert. It was advised to replace the sensor as behavior has been occurring for longer than 3 hours. The customer reported receiving a battery-failed alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.